Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed that elective replacement indicator (eri) was declared due to long charge times. The device case was removed to facilitate the inspection of the internal components. Testing via an oscilloscope confirmed this device had an open connection in an internal component, resulting in the observed long charge times and resultant premature declaration of eri.

Event description:
Boston scientific received information that this device exhibited long charge times during the implant procedure and subsequently declared elective replacement indicator (eri). A copy of the device's memory was analyzed and device replacement was recommended. The device was explanted. No additional adverse patient effects were reported.